Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma on (B)(6) 2015. Subsequently, the patient experienced a loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is filed december 14, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. The report is filed november 2nd, 2015. Device not yet received for evaluation.